Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed during a routine device change-out. The device was explanted as planned. Patient was fine post procedure and will be monitored through remote transmission.